Manufacturer narrative:
E1: name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: ca zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380

Event description:
It was reported that patient faced positioned upright when inserting infusion set which leads bent cannula issue event on (B)(6)2026 and patient experienced high blood glucose level and treated with insulin pen